Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt a stabbing, burning feeling with their permanent device. The patient was referred to their clinician for the issue. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if there were any interventions/actions taken to resolve the issue. Also, it was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated. Additional information was received from a consumer indicating that everything was working great until they misplaced their programmer and case, they couldn¿t feel the stimulation. The patient also stated that they felt as if they had a bladder infection. No further complications were reported.